Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample was visually inspected and evaluated. This complaint could not be confirmed or duplicated in the lab. The root cause of the complaint was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that the patient connector of a transfer set could not be connected to the titanium adapter during use. There was no patient injury or medical intervention. There was patient involvement.